Event description:
Patient was a 79 year old status post mitral valve replacement. Intra aortic balloon pulsation device was placed 1-27-99. On 1-28-99 patient was taken to surgery for emergency removal of iabp. Iabp was noted to have alot of accumulation of blood (large clot) in its lumen & readings were consistent with that of a malfunctioning balloon.